Event description:
Dexcom was made aware on 12/27/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported by the parent that the pediatric patient experienced skin reaction which occurred 5 days after the sensor had been inserted in the arm. The patient experienced fever, rash, redness, inflammation, and infection underneath sensor pod area only. The patient was given a hot compress and cefalexin from urgent care. The patient was better during the report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect clinical code - needle stick/puncture.